Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported with mobility of crown. During evaluation, implant came out due to lack of integration.